Event description:
Portal vein embolization was performed using 500 micron embozene microspheres. After delivering the embolic material, the pt experienced tachycardia, difficulty breathing, swollen tongue, and respiratory distress. Epinephrine was administered. A rapid response code was called (intubation was not performed). The pt appears to have had anaphylactoid reaction, and was admitted to the ICU. Pt had a second reaction with similar symptoms at 5:00 am the following morning. Pt did not have a reaction to contrast during previous procedures without incidence. Pt discharged the following day with epipen.

Manufacturer narrative:
The hospital physician in charge of quality initially reported this incident to a (B)(4) sales rep, believing that embospheres, manufactured by (B)(4), were involved in the procedure, this same physician realized his error in (B)(4), and allegedly sent an email to the celonova account manager. The celonova account manager returned to the hospital for unrelated reasons on august 05, 2011, and was notified of the complaint in person at that time. Celonova email records were reviewed by the account manager and celonova's it dept, and the aforementioned email could not be located. Contrast media used during this procedure was isovue. Warnings and precautions for isovue indicate adverse reactions may include but are not limited to tachycardia and dyspnea. This device experience was reviewed by celonova's cmo, who determined the most likely root cause for this experience is an anaphylactoid reaction to contrast media. (B)(4).